Event description:
A customer contacted beckman coulter regarding false low total prostate specific angigen (psa) results that were generated by the unicel dxl 800 access instrument. The psa results were in the range of 0.342ng/ml to 1.191ng/ml. The customer indicated that the psa results were different when compared with previous run of those patients' result history. The customer indicated that the patient samples were retested for psa and the repeated results were in the range of 0.889ng/ml to 10.9ngml. No additional information regarding this event was provided by the customer. The customer did not receive any report of change to patient treatment that can be attributed to or connected with this event.